Manufacturer narrative:
The fsca number is included in this report. The reported observation ¿unable to disable MRI mode¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. If a previously paired/bonded programmer or controller has the bond deleted the implantable pulse generator (ipg) will no longer have the ability to bond as the device magnet is disable while the device is in MRI mode. The universal engineering programmer was used to disable MRI during analysis and normal communication between the device and a programmer was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. A functional test of the ipg MRI mode setting and exiting as performed, normal operation was observed.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg did not exit MRI mode. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on an unknown date wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The reported observation ¿unable to disable MRI mode¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. If a previously paired/bonded programmer or controller has the bond deleted the implantable pulse generator (ipg) will no longer have the ability to bond as the device magnet is disable while the device is in MRI mode. The universal engineering programmer was used to disable MRI during analysis and normal communication between the device and a programmer was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. A functional test of the ipg MRI mode setting and exiting as performed, normal operation was observed.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.